Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent fixation on t10-iliac due to lumbar kyphoscoliosis. Post-op, the iliac screw which was on the right side was removed due to infection and decubitus ulcer. No fragments remained inside the patient's body after revision surgery.